Event description:
During the index procedure, the patient received one endeavor sprint drug eluting stent to the rca. Approximately 34 months post index, the patient suffered a thalamic hemorrhage. Bayaspirin was discontinued. Investigator assessed that the event was not related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Manufacturer narrative:
The previously reported thalamic hemorrhage event is now referred to as 'stroke'. The patient is in remission.